Event description:
The customer reported that the user programmed the pump in ml/hr instead of the intended mcg/min and overrode a guardrails alert, resulting in an overinfusion. The nurse intended to increase a nitroglycerine infusion from 180 mcg/min to 200 mcg/min. However, during programming the nurse mistakenly entered 200 into the rate field instead of the dose field, resulting in a dose of 333.3 mcg/min. The programming resulted in a customer defined soft guardrails alert, thus allowing the user the choice to override the alert and start the infusion. The rn noticed the mistake several minutes later. There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
(B)(4). No device or device logs will be returned; the customer does not allege a device malfunction and realizes the overinfusion was the result of user programming. They have taken the opportunity to review their current data set and evaluate their soft and hard guardrails limits.